Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that the device has low flow. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Check turbine and flow sensor.further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the pse restarted the device, checked the device, and found that the low traffic was caused by a consumable problem. The hospital updated consumables to resolve the reported issue. The device passed required performance verification tests per philips standards. No fault with the v60 device. Based on information provided and/or service performed it has not been confirmed unit did not meet product specifications. No fault with the v60 device. It was found that the low traffic was caused by a consumable problem. The device was not being used for treatment when the reported event occurred.